Event description:
The customer reported that the device's ac module wires are out. A broken wire in the ac power supply module could indicate a failure to power up via ac power which could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.